Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button is only working intermittently. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (255 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.